Event description:
Event: the contralateral limb was pushed into the aneurysm sac. Event narrative: patieht with a semi tortuous iliac. During insertion of a wall stent delivery system, the delivery system got caught in the controlateral limb, pushing the contralateral limb three and a half centimeters into the aneurysm sac. A balloon was used to pull the limb down. An extended cuff was placed in the limb to achieve a seal.